Event description:
It was reported that a patient presented for an unrelated generator change. Upon examination, the patient's right atrial (ra) lead was found to have high capture thresholds. Further investigation revealed lead dislodgement and a lack of lead slack. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.